Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) oversensed a noncardiac signal from a chiropractic treatment involving induced current. The device delivered an inappropriate shock and inhibited pacing. No adverse patient effects were reported. The clinician requested guidant recommendations to prevent future such oversensing. A guidant technical services consultant requested additional information specific to the therapies that the patient is receiving. The requested information was provided.